Manufacturer narrative:
Product event summary the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to melting. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and the atrial pacing capture threshold was elevated. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead had high thresholds and impedance and a possible fracture. It was also reported that the right ventricular (rv) lead had high impedance and a possible fracture. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.